Event description:
The distributor reported that during a pre-clinical check the ventilator would not measure the trigger. It was taken out of service.

Manufacturer narrative:
The device is currently in evaluation by the manufacturer. Once the evaluation is complete, a follow-up MDR will be submitted.